Manufacturer narrative:
A bci field service engineer (fse) replaced the tubing and verified all repairs were conducted per established procedures. All results met the published performance specifications. Fse discovered that the fluid leak originated from the waste pump tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from underneath liquid waste drawer on the unicel dxi 800 access chemistry analyzer. The customer did not report any injury.